Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a whitish foreign material inside the channel tube, due to which forceps could not be inserted, due to wear of the angle wire, the play of the up/down knob was out of the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported a stent stuck in the device on (B)(6) 2023. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: whitish foreign material inside the channel tube.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the whitish foreign material was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.